Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported that the patient had a left hip revision surgery. Total hip was done approximately 12-15 years ago. Patient has loose cemented stem. Removed stem, ball and liner (osteonic stem with trident liner).

Manufacturer narrative:
An event regarding loosening involving an unknown osteonics stem was reported. The event was confirmed. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated ¿the primary harm involved is loss of cemented fixation of a tha femoral stem. There is insufficient documentation presented to further complete this assessment.¿ conclusions: the provided medical records were reviewed by a consulting clinician who indicated ¿the primary harm involved is loss of cemented fixation of a tha femoral stem. There is insufficient documentation presented to further complete this assessment." No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient had a left hip revision surgery. Total hip was done approximately 12-15 years ago. Patient has loose cemented stem. Removed stem, ball and liner (osteonic stem with trident liner).